Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnostic procedure, which was completed by moving patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed a malfunction of the 24-v power supply. The fse replaced the 24-v power supply. After replacement of the defective part, system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a mid of the diagnosis and procedure was completed by moving patient to another room. A philips field service engineer (fse) inspected the system onsite and confirmed that the malfunction of the system during the procedure. Troubleshooting actions showed a 24-v power supply and system interface board are defective. The fse replaced the 24-v power supply and sib unit. After replacement of defective parts, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device shutters were unavailable. The device was in clinical use at the time of the event. No harm was reported. A philips field service engineer (fse) visited the site and found 24v power supply errors logged and a loss of collimator function. After replacing the 24v power supply, the system was returned to expected functionality.